Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage and a slightly increased charge time one day post-implant.